Manufacturer narrative:
A partial lead with the distal end measuring 46.1cm was returned for analysis. External insulation abrasion was noted at 9.5-10.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasions were noted at 12.3-15.2cm, 13.0-15.5cm, and 22.0-24.0cm from the distal tip. Internal insulation abrasions were noted at 7.5-8.2cm, 18.5-18.9cm, and 25.6-26.8cm. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a system extraction due to a systemic infection, externalized conductors were observed under fluoroscopy. The lead was explanted and replaced. The patient was fine after the surgery.